Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during set up, no values were being displayed from the cuvette. There is no information given in regards to if the product was changed or if the surgery was completed successfully. This event is associated with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. A retention sample from the same product code/lot number combination was obtained for investigation. A review of the device history record revealed no manufacturing anomalies. The retention sample was microscopically inspected, and the magnet of the cuvette did not reveal any potential defect that would inhibit part functionality. The retention unit was found to have no difficulties connecting to the cdi500 monitors. The strength of the magnet in the retention unit was measured and was found to be within tcvs specifications. Although this event is not confirmed, other occurrences of this issue have determined that the root cause of the failure was defective magnets that have a lower magnetic strength than normal. These magnets are manufactured by an outside supplier, arnold magnet technologies. This event is associated with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.